Event description:
It was reported that during a hip arthroscopy, one (1) dyonics 25 control unit was on full flow, despite being set at 90 mmhg while doing the hip arthroscopy, the patient ended up with a severe swollen leg. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 a2, a3, a4: patient information updated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed after power up that the presented a system error-unable to retrieve custom settings. No excess flow or over-infusion noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review identified similar reported events; however, no distinct trend has been observed for the reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors which could have contributed to the failure include a defective transducer, a low or dead battery voltage for the custom setting memory chip. This would cause a loss of power to main pcb's ic with the custom settings memory. Based on this investigation, the need for corrective action is not indicated.